Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). Initial reporter phone #: (B)(6). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action (CAPA) has been initiated investigation conclusion: a complaint history check was performed and this is the 1st related complaint for needle missing on lot # 9350257. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle missing) was captured and addressed. Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 9350257. Customer states that a syringe was missing the needle. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200869607, 200869050, 200867826, 200872884] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: customer reports that in the informed lot a syringe was missing the needle. It was not attached to the protective cover or loose in the packaging. She mentions that this situation is recurrent, occurring around 10 packages from other lots, but she never signaled us. She sees that the syringe is without the needle as soon as she removes the protective cover.